Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.